Event description:
The crna (certified registered nurse anesthetist) inserted the 3ml luer-lok syringe into the white port of the swan-ganz catheter at which point the male tip broke off and remained in the white port rendering the port inoperable.